Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear in the white power cable was unable to be confirmed as the system controller was not returned for analysis and no photos were submitted for evaluation. A log file was submitted for evaluation contained contained data from 15mar2020 through 15apr2020. The fixed speed was set to 9400 rpm and pump power and average pi ranged from 4.3-6.2 watts and 2.7-8.4, respectively. Additionally, the log file captured no external power alarms associated with low battery (voltage) hazard alarms on 11apr2020 from 09:00:24-09:00:25 when the system was supported by the mobile power unit (mpu). The system controller¿s internal 11v backup battery was in use during these events and there was no interruption in pump support. This could caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet, or house power disruption.(addressed under MFR # 2916596-2020-02426). The other alarms captured in the log file were power cable disconnect alarms associated with routine power source exchanges and low battery (voltage) advisory alarms associated with the usage of the heartmate 14v li-ion batteries below the advisory voltage threshold. The data logger did not appear to be active. The actual speed remained above the low speed limit of 9000 rpm for the duration of the log file and the pump appeared to be functioning as intended. The analysis of the submitted log file did not reveal any specific issues related to the reported event. The system controller serial number unknown was not returned for evaluation. Multiple attempts were made to obtain the information from the account regarding the event, the controller's serial number and a return status; however, no response received. As a result, the root cause of the reported event could not be conclusively determined. To date, the system controller associated with the event is unavailable for analysis and the complaint file will close accordingly. If the product is returned at a later time, the complaint will be re-opened. The heartmate ii lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 6 entitled "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cable connectors. Section 10 entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Section 5 entitled ¿alarms and troubleshooting¿ (under subsection: ¿what not to do: driveline and cables¿) informs the user to check the system controller power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. This section also cautions the user not to twist, kink, or sharply bend the system controller power cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's controller was exchanged due to tear in white battery cable.